Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 48-66 mg/dl. Reportedly, the customer consumed "sugary food" to address the low bg. Customer believes that basal settings need to be adjusted. The customer reached out to healthcare provider for settings adjustment.